Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the proximal insulation was abraded between 13 cm to 14 cm from the connector pin. Abrasions are consistent to constant friction with another implantable device.